Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing.

Event description:
It was reported that both the atrial and right ventricular (rv) leads exhibited increased sensing integrity counter (sic). The atrial lead exhibited far field r-wave (ffrw) oversensing, and the rv lead was oversensing p-waves. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.